Event description:
The caller is not diabetic and does not wear the insulin pump. However, she went to the emergency room after poking her finger with the transfer guard needle. The customer was removing clothes from a dryer in her building when she got poked. Blood was not drawn, but she decided to go to the emergency room anyway. Advised the caller that the transfer guard is used to draw insulin from the insulin vial into the reservoir. Advised that it does not come in contact with skin or blood. Advised the customer to dispose off the transfer guard at her local pharmacy's biohazard receptacle. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.